Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the first instrument was received partially applied with eleven remaining clips. The second instrument was received partially applied with six remaining clips. The third instrument was received partially applied with three remaining clips. The fourth instrument was received partially applied with six remaining clips. The fifth instrument was received partially applied with ten remaining clips. The sixth instrument was received partially applied with eleven remaining clips. The seventh instrument was received partially applied with four remaining clips. Six scissored clips were received. It was reported that some of the clips had poor formation and the jaws were not strong enough for the procedure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the jaws were twisted excessively or tissue was manipulated with the jaws when firing the instrument. Deflecting the jaws and shaft during firing may result in an improperly formed clip and possible bleeding and leakage. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all me dtronic quality specifications. The instructions included with this device provide the following guidance: do not twist the jaws excessively or attempt to lift excessive tissue when firing the instrument. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal surgery, some of the clips had poor formation. The jaws were not strong enough for the procedure.  A new clip applier and a harmonic device was used to resolve the issue. Incision was extended and there was unanticipated tissue loss. Clips also fell into patient cavity, but the surgeon was able to retrieve it.